Event description:
Customer had her ear pierced with the inverness ear piercing system in a retail store on 08/04/97. According to statement's made to the retailer by the customer's mother, within several days of the piercing, the ear was hit by a ball as the customer was playing with a friend. (Her physician notes that the site underwent multiple blunt trauma following the piercing.) The piercing site became inflamed and swollen and the earring became embedded in the ear. The customer sought medical treatment to have the earring removed after her parents tried unsuccessfully to remove it. Medical treatment was sought on 08/11/97. Antibiotics were administered for several days. The infection was then surgically treated but the infection persisted and the customer was then hospitalized for additional antibiotic treatment. Treatment continued at home for several days until the infection was eliminated.